Event description:
Philips received a complaint from the customer reporting main alarm failed error message was displayed after the v60 ventilator was started. The customer reported the unit was not clinical use when the issue occurred. There was no report of patient or user harm. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed error code 1102 (primary alarm failed) occurred during device testing. The asp determined the cause of the issue was speaker 1. The speaker was replaced, and the unit passed performance verification testing. The device was operational and returned to use after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.